Event description:
It was initially reported that the patient had a generator replacement due pain and muscle spasms. It is unclear if there events were occurring with stimulation. The patient was doing well post-surgery were no complaints indicating that the pain and muscle spasms had resolved. No additional information regarding the events was provided at that time. Follow-up with the patient's neurologist indicated that they no longer had any records for the patient and were unable to provide any additional information. The generator has not been returned to the manufacturer for evaluation. The hospital goes through the company representative for return so if the company representative has not returned the generator than it will not be returned.